Event description:
It was reported that the flow continues flowing. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. H4: manufacture date is unknown because the reported serial number cannot be verified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6) date of event unknown, arbitrary date added. Request for date being completed, if new information is received, it will be sent in a supplemental.